Event description:
It was reported that the fiber became defective after 10 minutes of use. The procedure was completed with another fiber without patient complications. Analysis of the returned fiber identified a fracture in the fiber connector.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this fiber was thoroughly analyzed. Visual analysis identified that the fiber was returned in one piece. The fiber measured 307 cm from the tip of the fiber connector to the distal end of the fiber. There was not exposed glass tip present, it was clipped off. The fiber was functionally tested, and it revealed that there was no light coming from the sma connector, indicating that there was a fracture within the connector. When the fiber was connected to the console, a message displayed and stated the fiber may not be used anymore and to connect a new fiber. A review of the device history record confirmed that the fiber met manufacturing specification prior to release. Based on the analysis results of the fiber, the reported event is confirmed. It is likely that the procedural handling of the device during use contributed to the damage to the fiber. According to the instructions for use (IFU), the fiber must be carefully inspected for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device. Based on analysis results, an investigation conclusion code of cause traced to component failure was assigned to this investigation.